Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal. An RMA was authorized for return of sensor for further investigation.

Manufacturer narrative:
On 29th dec 2025, the user informed senseonics that user's cgm showed results that were different from glucometer measurements. Based on the escalation analysis a sensor replacement was approved due to system performance, and an RMA was issued for further investigation. The returned sensor did not show any anomalies during visual inspection and functional testing. Review of dms revealed variable sensor glucose with occasional sg/bg mismatch, however, no indication of malfunction was noted in the sensor in-vivo data. The root cause of the observed performance issue could not be determined, but may potentially be related to patient-specific physiological or environmental conditions around the hydrogel in-vivo affecting sensor performance.